Event description:
While patient was being treated in rehab gym using lite gait with the free dome attachment, pt became fatigue and stopped supporting himself relying solely on the lite gait harness. While attempting to move the lite gait and patient forward to lower to wheelchair, patient suddenly fell straight to the floor on his buttocks with his back against the frame of the lite gait. The free dome fell down to the patient's right side. Also reference report (B)(4).